Event description:
The customer reported that during a robotic-assisted hysterectomy, a non-disposable monopolar cord that was plugged into the generator caught on fire. The surgical staff turned of the generator, used a new cord and completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The customer indicated that the incident generator is not returning to covidien for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.